Manufacturer narrative:
Field d7 - 2011 additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: enh st lead kit, sc-2218-70. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted due to pain at the pocket site. No additional information will be available.